Event description:
It was reported that the device may have an early battery depletion. The device was explanted and replaced. No patient complications were reported as a result fo this event.

Event description:
It was reported that the device may have early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a cause of the rapid battery depletion was not determined. Examination of the save to disk data indicates that a high current condition existed when the battery was approximately 3.1 volts and then cleared when the battery reached approximately 2.6 volts. The device was monitored and examined in various modes in attempts to induce a high current condition. A high current condition was not observed during evaluation of the device. The save to disk data also showed that the device indicated battery depletion (elective replacement indicator eri). Eri was indicated on (B)(6) 2010.